Manufacturer narrative:
(B)(4). The reported complaint for a system error 2240 (air in set) alarm cannot be confirmed nor a root cause determined because no sample was returned for evaluation. If a sample is returned or additional relevant information become available, a follow-up will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in tubing) during dwell 3 of 4 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power to clear the alarms and explained the alarms. The supply bag became disconnected. The hp would finish with manuals making sure the hp drained first as ultrafiltration (uf)=2212ml. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.